Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image has horizontal stripes. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. The charged coupled device is not good therefore the image has horizontal stripes. The cause of the additional finding is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited that the image has snowflake-like dots. There were no reports of patient harm.